Manufacturer narrative:
Additional device implanted and involved in this event: pxc141400/(B)(4). (B)(4). The patient's medications include; norvasc, lipitor, os-cal, glucosamine-chondroitin, losartan and metformin. The review of the manufacturing paperwork verified that the lots met all pre-release specifications. Refer to field for the results of the imaging evaluation.according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak, aneurysm enlargement and surgical conversion. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2008, the patient underwent treatment of an abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses. On (B)(6) 2017, follow-up imaging identified evidence of aneurysm enlargement. Reportedly, the aneurysm sac had grown 2 cm over the past year and now measured 10 cm in diameter. No evidence of endoleak was visualized on imaging and the cause of the growth is reported to be unknown. On (B)(6) 2017, an additional procedure was performed whereby the physician transected and partially explanted the trunk-ipsilateral leg and contralateral leg components. The aneurysm was repaired with a bifurcated dacron surgical graft sewn onto the limbs within the iliac arteries. It was reported, the procedure concluded without complication and the patient tolerated the procedure. According to the report, the physician believes a proximal type I endoleak caused the aneurysm enlargement, however the cause of the proximal type I endoleak is reportedly unknown. Additionally, a type ii endoleak originating from the lumbar arteries was noted during the surgical repair of the aneurysm.